Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient experienced several inappropriate shocks and presented in the hospital. Upon interrogation, the right ventricular lead exhibited loss of capture and appeared to be dislodged. On (B)(6) 2020, fluoroscopy confirmed dislodgement and the lead was successfully repositioned. The patient was in stable condition.